Event description:
Reportedly, on (B)(6) 2012, atrial pacing failure was observed. Atrial lead impedance was measured between 900-1000 ohm/bipolar and 628 ohm/unipolar in addition to an increase of the threshold value since implantation. After reprogramming the pacing mode to safer mode and increasing the pacing output to 3.5v/0.5mg/unipolar, the atrial lead impedance graph showed values between 755 and 1510 ohm. Note that x-ray photo did not reveal any anomaly. During the follow-up performed on (B)(6) 2012, there was no pacing failure. Atrial lead impedance was measured 693 ohm/unipolar. Atrial pacing output was increased to 4.0v/1.0ms/unipolar. Egm showed abnormal shape of the atrial events associated with noise detection. Atrial lead impedance values were measured between 365 and 730 ohm confirmed on atrial lead measurement graph. An explantation is required.

Manufacturer narrative:
(B)(6) 2012. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.